Event description:
Reportedly, on (B)(6) 2013, upon a device interrogation, the programmer screen became black suddenly and a programmer reboot was started automatically. This behaviour was repeated several times even after unplugging/plugging the programmer and changing the power supply. An error message was then displayed. After validating this message, the programmer had shut down suddenly yet again. However, normal interrogation of the same device was performed without problems after logging through "ctrl+alt+del". An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.